Manufacturer narrative:
Additional information: d4 - serial number; h4 - device manufacturer date device evaluation: the suspect medical device was not returned to the manufacturer for evaluation/investigation but to olympus medical systems corporation (omsc). During the evaluation/investigation at omsc the occurrence of error e433 and e172 could not be reproduced. The reported error messages e433 and e172 are triggered by the generator¿s safety system and can have different technical causes. In case of critical errors, the safety system will not permit any further use of the generator until the error is rectified. However, the cause for the occurrence of the error message could not be determined in this case. Based on the information available, the exact cause of the reported phenomenon and the user¿s experience could not be determined and is being judged as unknown. However, a material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected serial number of the hf generator without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated. Please note: this report is being submitted although the suspect medical device is not marketed in the USA. However, a similar device is marketed. Model # / catalog #: wb91051w; brand name: hf unit "esg-400"; common device name: hf-generators; 510(k): k141225; product code: gei.

Event description:
Olympus was informed that during an unspecified therapeutic procedure, the esg-400 hf-generator issued error codes e433 and e172. The intended procedure was successfully completed using a similar device and there was no report about an adverse event or patient injury.